Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised date. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. The patient reported that he received an implant, right hip, on (B)(6) 2007 and experienced unknown symptoms. It is unknown if a revision surgery has taken place or is in discussion. Patient also had left hip implant on (B)(6) 2007.